Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: during investigation, there was no power issues observed in black box. No data in pump histories from time of reported power issue due to continued use. There was no damage found to battery cap or battery compartment. Battery cap able to attach securely to pump. Pump exercised with no power issues occurring. Pump opened and no damage found to the power circuit. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.